Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt is unable to communicate with a test monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open along the red (can l) wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire.